Event description:
This case reported by a customer, who contacted the company to report a product complaint, concerned a male pt of unk age and origin. Medical history and concomitant medication info were not provided. The pt received insulin lispro (humalog) via cartridge per a humapen (hp) ergo: teal/clear reusable device, dosing regimen unspecified, for the treatment of diabetes, beginning of an unspecified date. The pt reported that his hp ergo was giving out too much or too little insulin and in 2007, this caused him to pass out in the car for three hours. As a result, he was hospitalized and was told that he flat-lined in the ambulance. It was unk if he recovered from the events. The medication action taken with humalog was not provided. This hp ergo: teal/clear reusable device report included a product complaint, suspect device. It was unk if the pt was a trained user of the device. General device and problem device duration of use was not provided. The pen with the problem was used and its return status was not provided. Add'l info will be requested.

Manufacturer narrative:
If device is returned, eval will be performed to determine if a malfunction has occurred. Note: this is an initial report. A follow-up report will be submitted when the final eval is completed.